Event description:
It was reported that the patient presented in clinic for a scheduled follow-up experiencing lightheadedness and dizziness. Upon interrogation, the right ventricular (rv) lead exhibited an intermittent noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.